Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed april 24, 2015.

Event description:
Per the clinic, the patient experienced a performance decrement with dizziness, pain and shocking sensation with device use; however, the issue could not be resolved. The device was explanted on (B)(6) 2014.